Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump volume was too low although volume settings were set to high. There was no reported impact to customer's blood glucose. Reportedly, customer continued to use pump for insulin therapy.